Event description:
It was reported that the 9800 system had a double image and the flip flop brake was loose. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The flip flop brake was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.